Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low and glucose gel was consumed to address the bg level. The customer was a brittle diabetic and has had trouble controlling the bg level. The customer thought the low bg was due to exercise. Tandem technical support advised the customer to discuss the event with a healthcare provider.